Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and eleven months after the implant of this transcatheter bioprosthetic valve the valve re-stenosed through ¿regular use¿. A second transcatheter bioprosthetic valve was implanted valve-in-valve. No additional adverse patient effects were reported.